Manufacturer narrative:
The customer had already replaced the blood sampling valve (bsv) to resolve the issue before the fse was on site. The fse performed system verification following the bsv replacement. (B)(4).

Event description:
The customer reported obtaining high latron primer results from the coulter lh 780 hematology analyzer. There were no erroneous results associated with this event. A field service engineer (fse) was dispatched to the site to evaluate the instrument.